Event description:
It was reported that the patient with this pacemaker system experienced syncope. The device data was reviewed and there were no stored episodes at the time of the syncope. Additionally, all device and lead measurements were within the normal range. The local area field representative was contacted for additional information; however, at this time, no further information is available. This product remains in service. No additional adverse patient effects were reported.